Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 12.5 mmol/l. The customer reported that there was crack on the back of insulin pump and that moisture was under the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unable to verify critical pump error due to blank display noted.